Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump recorded 12 bolus deliveries of 0 units of insulin while the user was not actively programming the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: during testing, the pump powered on properly and successfully paired with the returned meter. The pump was exercised for 24 hours with no 0 unit bolus deliveries observed. A normal 10 unit bolus and an audio bolus of 10 units were performed accurately and recorded properly in the history. None of the keypad buttons were hypersensitive in response to user presses. The complaint was not duplicated, and no defect was found.